Manufacturer narrative:
No button error alarm noted during testing. Insulin pump had intermittent buttons response due to flattened act and up buttons dome switch. No unlocked lcd keypad connector noted. Insulin pump had cracked battery tube threads. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer mother reported via phone call that her insulin pump had keypad anomaly. The customer¿s blood glucose level was 212 mg/dl. The customer reported that the buttons are difficult to push. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The aware date has been corrected in this report.